Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that they were hospitalized on (B)(6) 2014 with hyperglycemia and symptoms of arm numbness and chest pain. The reporter stated that their blood glucose (bg) levels had been elevated to 512 mg/dl at the time of the event. While hospitalized the patient was reportedly treated with IV fluids, insulin via injection, and insulin via pump for their elevated bg levels. Troubleshooting the pump with a customer technical support representative revealed that the all boluses were recorded properly as well as the basal history. The reporter stated that there was an insulin issue involved with this complaint, but no further information was provided. This complaint is being reported because the patient experienced a severe hyperglycemic event related to an unknown insulin issue while on pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found no cosmetic damages. Review of black box data showed that the event date was over written due to continued customer use. A power interruption was shown between 04/12/2014 to 04/16/2014 in the pump history. The last basal delivery was recorded on 05/30/2004. The total daily delivery reflects the user¿s programmed basal rate. On investigation, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump delivery accuracy was within required specifications. The bolus delivery exercises were completed and recorded correctly. The reported inaccurate delivery issue was not verified in the black box or duplicated in the investigation.